Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the non-tortuous, calcified, 80% stenosed proximal left anterior descending artery (lad). The lesion was predilated with a 3.00 x 15 mm powersail balloon. The physician was attempting to advance a 3.0 x 12 mm taxus liberte drug eluting stent when he dropped the guide catheter. Upon further advancement, resistance was felt in the lad near the target lesion. The stent moved slightly on the delivery balloon with the resistance. Upon removal of the guide catheter and stent, the stent came off the delivery balloon. The stent was found in the femoralis artery in the pt but was not removed. The procedure was not completed due to the calcification in the lad. No pt complications were reported. The pt status is reported as 'well'.